Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, lens vaulted and intervention was performed to exchange the iol for a different lens model. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The iol was returned to b&l for eval, and the device eval is in process. The investigation results will be provided in a supplemental MDR.